Manufacturer narrative:
Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the unites states. It was reported that the patient faced an event of high blood glucose due to bent cannula in the infusion set. The bg meter showed a value of 263 mg/dl. The patient was treated using correction injection using a multiple daily injection. Patient was advised to replace infusion set and resume insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.